Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer was having problems with the 8100 with the bolus ail limit error. I explain to the customer that he had to power down and power up the 8015 and put the 8015 in maintenance mode. Once the 8015 is in maintenance mode I explain to the customer that he now could hook up the 8100 to the 8015 and run a pm. The customer ran the pm and cleared the bolus ail error.